Manufacturer narrative:
(B)(4) date sent: 6/3/2024. Batch # 495c75. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received unfired. Upon visual inspection it was observed two staples occupying the same staple pockets. In addition it was received 2 staples unformed in a plastic bag. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The double staples observed are potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 495c75, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the staple, u-shaped, was found in the package, before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.